Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). This report is submitted on (B)(6), 2023.

Manufacturer narrative:
It was also reported that the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on july 20, 2023.

Manufacturer narrative:
This report is submitted on august 15, 2023.